Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up intermittently. Review of the system log file showed connection problems with geo pc and hd or ippc failure and date/time deviation due to battery. Upon functional analysis fse found issue was with the ippc battery. Fse replaced ippc internal battery, adjusted the ippc and host connectors, the image and sw disks were cleaned, software was loaded again and the cards disks were disconnected and connected to rule out a connection failure. After that system worked. The same issue reoccurred again after 24 hours of generating the report, the equipment was turned on again and worked normally, the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was not in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.